Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer concern regarding "failed volume accuracy test (under infusing)" could not be confirmed. However, according to the investigation the pump was over infusing around +3%. The investigation confirmed that the pump expulsor was out of spec. Service trimmed the pump expulsor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test (under infusing). There were no reported adverse events.